Event description:
It was reported that during a low anterior resection procedure, the device seemed to fire properly. Another surgical device was used with this device and when it was pushed up through the colon, the staples unzipped at the staple line as they were malformed. The pt was given an unplanned temporary colostomy to complete the procedure. The pt is stable and doing well at this time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.